Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to unknown product performance issues. The lead was removed and replaced prior to pocket closure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device was returned for product analysis. Testing was started, but is not yet conlcuded. This investigation will be updated upon analysis closure.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to unknown product performance issues. The lead was removed and replaced prior to pocket closure.